Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter towards the end of a umbilical hernia repair procedure, while suturing, the thread of the device broke. Another suture was used to complete the case. The surgical time was extended for 20 minutes. There was no patient harm.